Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR:the complaint device was not returned by the customer; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that suture string break occurred. An 8.3/25 expel rainage catheter was selected for use during nephrostomy drainage procedure of the renal cavity. When the expel drainage catheter was already in place, the physician pulled the suture string to coil the tip of the drainage catheter, it was noticed that the suture string snapped and the drainage catheter could not be locked. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.